Event description:
Pediatric pt was implanted on (B)(6) 2011 with a synthes maxillary distractor system, attached to a competitor's dental splint, which was attached the pt's tooth. On an unk date the pt's orthodontist noticed the attached tooth had become loose and recommended the pt return to operating room. Pt was returned to the operating room on (B)(6) 2012, surgeon removed the distractor, the tooth and splint, and revised the pt to a maxillary plating system to stabilize and allow the bone to consolidate. This is 2 of 3 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was received.